Event description:
During an arthroscopic shoulder repair, the physician utilized the smartstitch suturing device and connector to pass a suture through the tissue. After firing the needle, the barbs were caught on the cuff tendon. The physician had to use greater than normal force to remove the connector from the tissue. The physician indicated the tissue was likely damaged as a result. The procedure was completed; however, the details regarding the products and techniques used were unavailable. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the lot number was not provided by the reporter; therefore, no mfg or expiration date can be provided. Eval summary: a review of the device history record found no non-conformances. Reference mfrs report: 3006524618-2012-00137.